Event description:
It was reported that the device was explanted due to infection. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found.